Event description:
Additional information has been received indicating the reason for re-operation was due to mitral prosthetic valve endocarditis. An echo revealed vegetations covering the valve with severe mitral stenosis. This was replaced with a 31mm pericardial bioprosthesis. The patient tolerated the procedure satisfactorily and was transferred from the operating room to the intensive care unit in stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis; however, due to infection, was discarded during decontamination. At this time, edwards is unable to confirm the clinical observation. Method: none. Results: none. Additional manufacturer narrative: a search of our complaints system was conducted for any reported infection involving a device sterilized in this lot and there were no other reports, as of (B)(4) 2015.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional manufacturer narrativeprosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after three (3) years, two (2) months due to unknown reasons. This was replaced with a 31mm pericardial bioprosthesis. No additional details provided.